Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument was not functioning. They used another device. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell into the patient. To my knowledge.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm force bipolar instrument associated with the customer-reported complaint. The instrument was analyzed and found the primary failure of severely bent grips to be related to the customer reported complaint. The instrument was found to have severely bent grips, causing misalignment of the grips. There was 0.0920¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do show damage. The molded insulator is broken. Additional observation related to customer reported complaint: the instrument was found to have a broken molded insulator at the distal end. The broken piece was not returned measuring roughly 0.0735" in size. Components adjacent to this broken molded insulator do show damage. The grip is severely bent.